Event description:
It was reported the pt suffered nerve damage from trial lead implantation (spinal cord stimulation). The pt stated, she experiences pain and intermittent stimulation due to the nerve damage. Several settings on the pt programmer have been used without relief. The pt was redirected to contact the health care professional. Add'l info has been requested, a follow-up report will be submitted when/if add'l info becomes available.

Manufacturer narrative:
.